Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call for critical pump error. The customer¿s blood glucose was 136 mg/dl. Customer reports they received a critical pump error image on the pump screen. Customer that this occurred after a swim, during which pump had been connected. Customer reported that pump first indicated a pump error but he was not sure of the number, either 35,36 or 38. Advised pump will have to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and broken force sensor was detected during seating or regular delivery error alarm confirmed in history file due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.